Event description:
It was reported that during the procedure to electively remove this previously inactivated defibrillation lead, a tear in the superior vena cava (svc) occurred. The patient subsequently had to have an open chest procedure to resolve the issue. The lead was not replaced. The patient is reported to be doing well at the time of this report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID:694965.